Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system electrode, exhibited signs of erosion at the tip location. The physician contacted technical services to inquire if it was acceptable to simply clean and adjust the position of the distal part, away from the infection/erosion site, or was changing the whole lead position recommended. The physician further stated that the other parts of the electrode were not effected and in perfect condition. Field follow-up confirmed the lead was resteralized and repositioned. To date, the product remains implanted and in service.